Manufacturer narrative:
Isi did receive the viewer involved with this complaint to perform failure analysis. The viewer was analyzed. Failure analysis (fa) confirmed and replicated the reported issue. The fse notes on the field indicated a fault with the right eye display. Fa checked logs and performed visual inspection, and found nothing related to the reported event. Fa installed the unit on an in-house system, and when power cycled in normal mode, it was noticed that the right eye of the viewer was dimmer than usual with pixelation, replicating reported event. Fa disconnected and reconnected the power cable and display cable that connects to the hrsv to the right display and issue remained. The system was power cycled ten times and right eye display issue remained. The left eye of the viewer seemed to be functioning properly. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to right eye display. It can be resolved by replacing the viewer.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general surgery surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that one of the viewers of the high-resolution stereo viewer (hrsv) of surgeon side console (ssc) #1 was flickering. Ssc #2 hrsv and external video were normal. The tse could not find any related errors in the logs. The procedure was completing as planned with no reported injury. Isi followed up with isi csr and obtained the following additional information: the issue occurred during a dual console configuration. The surgeon moved to the second ssc for remainder of the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue; however, a burn-in image of "no endoscope detected" was observed on the right-side viewer although it could not be reproduced. In addition, the right viewer was dimmer than normal. Further inspection revealed dead pixels. The fse replaced the viewer to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.